Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. A new cartridge was successfully loaded to address the event. The cartridge appeared to be damaged at the pigtail. The customer's blood glucose level was 166 mg/dl.